Manufacturer narrative:
No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported from the nurse on 10 east, that the distal end of the extension set (male luer - lock) broke off into the nexus cap. No adverse reaction to the patient or clinician related to this event.

Manufacturer narrative:
The customer's report that the extension set male luer lock broke off was confirmed. The customer provided a photo of a non-bd luer component taped to a post-it note. There was an arrow pointing to the top of the luer with the text "IV connector broke off in cap". The root cause was not identified.

Event description:
It was reported from the nurse on 10 east, that the distal end of the extension set (male luer - lock) broke off into the nexus cap. It was further confirmed during follow up that patient care was not delayed, and that this event did not contribute to, or result in a serious adverse impact to patient or clinician.